Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned; therefore, one sample was taken from production at the manufacturing facility. A visual exam was performed and no obvious defects were detected. The tracheal cuff on the sample was overinflated to 120 mbar and no herniation was found. Based on the investigation performed, the reported complaint could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation. Based on simulation testing from a production sample, the cuff herniation may happen during use.

Event description:
Customer complaint alleges the customer "found the shape of cuff was not symmetry during cuff test." Alleged issue was reported as detected prior to use. No report of patient harm. It was reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the customer "found the shape of cuff was not symmetry during cuff test." Alleged issue was reported as detected prior to use. No report of patient harm. It was reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The tracheal and blue cuffs were then overinflated to 120 mbar and no cuff asymmetry was found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device met manufacturing release specifications.

Event description:
Customer complaint alleges the customer "found the shape of cuff was not symmetry during cuff test." Alleged issue was reported as detected prior to use. No report of patient harm. It was reported there was no medical intervention necessary. Patient condition reported as "fine".